Event description:
The device was connected to a pt described as very obese. The device was being used in AED mode of operation. Reportedly, the device prompted motion detected and analysis of pt ECG could not be performed as a result. The ambulance was transporting the pt at this time, and the crew never stopped the vehicle. No additional event info was reported.

Manufacturer narrative:
The facility contacted the local factory service rep for technical assistance. The local factory service rep reviewed the event with the reporter. As a result of this review, the reporter concluded the device was operating properly at time of the event and service for the device was not warranted.